Event description:
This pt underwent surgery for clipping of anterior communicating aneurysm on 7/28/99. A right internal jugular swan ganz using a 2 piece percutaneous sheath introducer was inserted at the time of surgery. On 8/10/99 the swan was discontinued and a slic was inserted through the side port and introducer. The catheter system was looking well and 1/2 hour after the last IV infusion on 8/12/99, the pt was found in a pool of blood. The side port (with slic) was found disconnected. At the luer-lock site, from the introducer which was still sutured in place (internal jugular). The pt was non-responsive and resuscitated following acls protocol. The pt was taken off life support (per family request) the next day and expired 8/13/99.